Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call, that the customer was hospitalized on 07/25/2015. Customer's blood glucose levels at the time of hospitalization was over 600 mg/dl. The customer reported having symptoms of stomach pain. The customer was not wearing the insulin pump for 15 minutes prior to the time of hospitalization. Troubleshooting was declined.